Event description:
It was reported the subject device was unable to be used as when the doctor pressed the activation button, the incomplete seal error immediately showed, which stopped the activation immediately. This issue occurred during an unknown therapeutic procedure . There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The reported event was caused by impedance when the object was grasped with the jaw, a known inherent risk of the device. A review was performed using the device history record. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. No ncrs/capas/scars initiated involving the product specified in the complaint. A review was performed using the instruction for use (IFU) (powerseal IFU.pdf). No anomalies were found. The reported risk/harm are listed in powerseal IFU "sealing with hand or footswitch activation" and "troubleshooting". There was no indication that this device was not used in accordance with the IFU/labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.